Event description:
In 2009, the patient reported receiving an e4 (occlusion) error while attempting to bolus 7 units of insulin. Prior to the report, the patient changed the infusion set and reconnected to the infusion site and e4 was displayed again while bolusing. He stated that his blood glucose was elevated to 275 mg/dl, and he had also received another e4 earlier in the day. The patient disconnected the call. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.